Manufacturer narrative:
(B)(4).

Event description:
Per maude event report form #(B)(4), during a thoracoscopy procedure; the device with a vascular cartridge in place was applied to the pulmonary artery for use. The product apparently misfired causing massive blood loss and conversion to a thoracotomy. Patient was admitted to cardio-vascular intensive care unit postoperatively. It is not known how the procedure was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: it was stated that the device ¿misfired¿. Did the device cut and staple? If so, did it staple on both sides of the cut line? What was the shape of the staples? Were any of the forces to close or fire higher or lower than normal? Were clips used in the surgical procedure? Are photos or video available?

Manufacturer narrative:
(B)(4). Date sent: 06/14/2016. (B)(4). Expiration date: 05/25/2019. Manufacture date: 06/25/2014. Based on the analysis detailed in this document and the description in the case report that the cartridge was ejected from the device during firing, the most likely cause for the device behavior is that the cartridge was not loaded in the device in the correct position as indicated by the instructions for use. This incorrect loading, ¿long load,¿ would result in the cartridge moving forward during firing resulting in cutting, but not stapling. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.